Event description:
The customer stated, that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 477 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the prime test. The customer stated, that manual injections have also been unable to lower her blood glucose. The customer was advised to have the insulin she was using replaced. The customer did not have a tubing clamp, so a tubing clamp was sent to her and she was advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.